Manufacturer narrative:
The perforation occurred during dilation with the blunt trocar on the patient's right side. The trocar punctured the pelvic floor and the patient's bladder. The perforation was identified by urine from the u-channel sheath and via flexible cystoscopy, which identified the exact location of the perforation. Prior to the first adjustment, the physician plans to confirm with cystoscopy that the proact device has not eroded or migrated into the bladder. (B)(4).

Event description:
Right-side bladder perforation during a proact implantation procedure. Patient successfully implanted. Right-side proact balloon was placed lateral to the perforation and distal to the bladder neck. Left-side implant was placed normally. Perforation was treated with a foley catheter.